Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was discovered within an unspecified eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. During automated compounding, the tip of the spike of a non-vented high volume inlet broke off and a ¿flake¿ was observed in the eva tpn bag. The pm was observed during compounding prior to patient use. There was no patient involvement. No additional information is available.